Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose was unknown. The customer stated that they changes battery more frequently; once every week, insulin pump was rejected new battery several times, shows lows battery when new battery put in, back light was dimmer, few scratches on display, crack on battery port area, button issues; they has to press more than once, they received couple random no delivery alarms while priming, motor was louder during rewind, insulin shoots out insulin while priming few times and insulin pump lost settings during battery change. The troubleshooting was not mentioned. The insulin pump will not be returned fro analysis.